Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss with unknown duration occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2023, the patient experienced a signal loss of unknown duration. It was reported that the patient's transmitter was successfully paired to the receiver or smart device prior to signal loss. There is no information on what the last continuous glucose monitor reading before the signal loss was nor if the patient was aware of the signal loss. The patient stated an intermittent signal loss caused him to lose consciousness, but he denied that he visited a healthcare facility. No information was received regarding possible treatment received by the patient. No blood glucose readings were reported during the event and the patient declined to provide more information. At the time of the report the patient was in a good condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.